Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) pace impedance measurements of 2500 ohms, noise, and oversensing. It was noted that the rv impedances had been 2000 ohms at the implant of the device. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) pace impedance measurements of 2500 ohms, noise, and oversensing. It was noted that the rv impedances had been 2000 ohms at the implant of the device. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information received reported that the device was reprogrammed, and the patient would continue to be monitored. The patient was not rv pacemaker dependent at that time. The impedance measurements at implant were noted to be 1235 ohms, and successful defibrillation threshold (dft) testing was performed at implant as well. No adverse patient effects were reported. The device remains in service.